Event description:
The pt reported feeling a shocking sensation at the ipg site. It was further reported by the pt that the ipg moved around. The ipg is located in the chest well. Follow-up identified there were no impedance issues when diagnostic testing was performed yet the pt still experienced an occasional shocking sensation at the ipg site. The pt has scheduled a future appointment with his pain management doctor for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.